Event description:
It was reported that the patient presented to the clinic with report that this implantable cardioverter defibrillator (ICD) had been beeping daily for at least a year. It was reported that the patient had been lost to follow-up for an unknown period of time. Interrogation of the device noted the beeping was due to high out of range pacing impedance measurements greater than 2,000 ohms with this ICD and a non-boston scientific right atrial (ra) lead. Additionally, a signal artifact monitor (sam) episode was present upon review of stored device data. The sam episode was triggered due to oversensing of noise on the ra channel, and resulted in the vector of the respiratory sensor being changed. Noise was observed during the in-clinic follow-up, and an additional sam episode was triggered due to ongoing noise on the ra channel. The patient was not pacemaker dependent. The hcp programmed beeping off for out of range measurements, and reprogrammed the device to vvi 40. Monitoring will be continued. No adverse patient effects were reported. This device remains in service.